Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) with serial number (sn): (B)(6) was implanted and then it was noticed that it had a scratch on the optics. The iol was removed from the eye and the standby lens was implanted. Unfortunately, this lens with sn: (B)(6) also had a scratch. However, it was left in the eye. The patient has been informed. No further details were provided. This report is for sn: (B)(6). A separate report will be submitted for sn: (B)(6).

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a photograph was provided and evaluated. The picture showed an eye implanted with an intraocular lens claimed to be a tecnis eyhance toric ii preloaded in the simplicity delivery system model diu. A crack-like mark was observed in the lens periphery located between 7:00 and 8:00 o'clock in relation to the picture orientation. Due to the mark location, it is possible to cause some visual distortions and disturbances in the mesopic or escotopic condition in the event the lens remains implanted. The definitive clinical impact and incident root cause could not be determined from a photograph assessment. Conclusion: based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.